Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 28mm mitral annuloplasty ring, it was explanted and replaced with a 27mm bioprosthetic valve. It was reported as the patient's anatomy "did not allow for a good repair with the ring". It was reported that there was no problem with the product itself. No additional adverse patient effects were reported.